Manufacturer narrative:
Tech alleged that the bracket was found to be bent and the foot siderail would not go up. He adjusted the siderail safety flap to correct this finding.

Event description:
Info provided alleged that the side rail would not latch.